Event description:
A pt was being supported by biventricular assist devices (lvad and rvad), experienced flash pulmonary edema and was switched to a backup dual driver console (ddc). The pt recovered after the ddc was switched. The lvad drive module of the ddc was reported to have been sounding pressure alarms and showing erroneous operating mode indicators. Initial examination of the unit was conducted at the site by a thoratec svc tech, but the problem could not be duplicated. The top (lvad) module of the ddc was replaced, and the suspect drive module was returned to thoratec for further investigation. Further eval of the drive module was conducted at thoratec and the circuit boards were examined for proper placement and continuity. The wire harnesses/connections were inspected for proper wiring. The pneumatic tubing/components were examined for defects. No problems were noted during the visual inspection. Final performance test was performed on the drive module, which was found to meet all acceptance criteria. Thoratec is in the process of conducting further eval of the device. Any add'l findings and/or corrective actions will be provided in a follow-up report.